Event description:
Philips received a complaint from a customer regarding a v60 ventilator, indicating that the device was not secure in the stand due to missing feet. There was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. The customer requested replacement parts, including a foot kit (4-pack), cpu tray cover, and thumbwheel (2-pack). After receiving the replacement parts, the customer contacted philips for additional support, reporting that a thumbscrew inside the unit could not be removed. The customer further stated that, while the device was not in use, the front right insert of the base assembly had a broken thumbwheel screw that could not be extracted and requested troubleshooting guidance. The rse advised that if the damaged thumbscrew could not be removed or if the insert was damaged, replacement of the base assembly would be required. The plastic base assembly contains a brass insert, and there is no alternative method to access or repair the screw or insert from inside the unit. The appropriate part identification was provided, and the customer will proceed with ordering the base assembly. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the base assembly to resolve the reported issue. As the issue was mechanical in nature and related to the cart, performance verification testing was not performed, and the unit was returned to service. The investigation concluded that no further action is required at this time; however, should additional information become available, the complaint file will be reopened.